Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding draining difficulty which occurred on the homechoice (hc) during initial drain. The care giver (cg) wanted to swap the hc. The cg stated that she had the home patient (hp) do a manual drain and he drained in 15 minutes. The cg stated that she reconnected the hp and he drained out 10ml, and then the cg bypassed the initial drain. The technical service representative (tsr) asked the cg if they used the mini and flexi caps when she disconnected the hp. The cg stated that she did not. The tsr recommended the cg contact the hp's registered nurse (rn) about not using the mini and flexi caps. The cg stated that she had already spoken to the rn. The cg stated the rn stated that the rn was going to contact baxter as well. The tsr reviewed the call history, and explained that the rn had called baxter to have the hc swapped out. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the rn on (B)(4) 2012. She stated that she was aware of the patient's draining difficulty, but she was not aware of the patient not using the flexi and mini caps that night. She stated that she would follow up with the patient immediately to review proper procedures. She stated that the patient has been continuing therapy, and there were no adverse effects reported in relation to this event.